Manufacturer narrative:
Results: eval of the returned product confirmed the reported issue; the green led power indicator light flickers at regular interval, but the unit does not sound when there is no sensor plugged into the sensor receptacle which is due to a defective speaker. There are scruff marks on the green over mold on the alarm case; however, there are no other damages observed. The products age indicates it has been in service for over two years which may contribute to the issue found. (B)(4).

Event description:
Customer reported the alarm has power but does not sound when used with a sensor pad. The customer reported they tried the alarm with a different sensor pad and the same issue takes place. The customer reported this was discovered during use with a pt, but no incident or injury was reported. No physical damages was reported.